Manufacturer narrative:
(B)(4): the black box showed an unacknowledged replace battery alarm on (B)(4) 2012 8:26pm and the battery voltage at the time of the alarm was low. The battery was not replaced until 9:45pm on (B)(4) 2012. Evaluation was unable to determine if the pump was without power due to the time and date reset to the default settings and it not being reset. There was no damage found to the battery cap or battery compartment. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. No defect was found, unable to duplicate complaint. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation also revealed there was moisture in the pump.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on intermittently. The battery was replaced several times but the subject pump prompted the low battery alarm and the issue was not resolved. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.